Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, a hair was observed inside the blister pack, therefore the incident is confirmed. A device history review was performed for the reported lot 4170620, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. The root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information.

Event description:
It was reported that the bd syringe plastipak 10ml s/su has foreign matter. The following information was provided by the initial reporter translated from portuguese to english: hair found inside the sealed packaging of the 10ml luer-lock syringe 990172. Occurrence happened before use. Customer informs that he received a notification yesterday (26/08/24) about a quality deviation in a 990172 syringe package with hair inside. Quantity: (B)(4) unit. Available for collection. Deviation: strand of hair inside the syringe with sealed packaging.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.